Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a cubie failure. A field service engineer inspected the station and replaced the cubie trays to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. The customer reported that main drawer cubie was not releasing. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.